Manufacturer narrative:
The system logs were analyzed and no issues were noted. The system was performing as expected.

Event description:
The treatment provider reported a patient treated with four cycles with cooladvantage to the abdomen and four cycles of cooladvantage to the flanks on (B)(6) 2019, was assessed by the office on (B)(6) 2019. The patient reported feeling a hernia in the umbilical area following treatment. The patient was assessed by the physician and confirmed a protuberance that looks like a hernia. The physician request an echography to confirm the diagnosis.

Manufacturer narrative:
Pending investigation. (B)(4).

Event description:
The treatment provider reported a patient treated with four cycles with cooladvantage to the abdomen and four cycles of cooladvantage to the flanks on (B)(6) 2019, was assessed by the office on (B)(6) 2019. The patient reported feeling a hernia in the umbilical area following treatment. The patient was assessed by the physician and confirmed a protuberance that looks like a hernia. The physician request an echography to confirm the diagnosis.